Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.